Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred with multiple cartridges during the load process. Additionally, the insulin gauge was inaccurate. Customer reverted to manual injections for insulin therapy. The customer's blood glucose level was 357 mg/dl.